Manufacturer narrative:
Ocd was unable to confirm the customer's complaint. Retained testing and batch record review were within release specifications. IFU for the anti-a, anti-b, anti-a, b gel cards cautions the user that the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. There were no other complaints logged against this lot. Incident is isolated and most likely sample related. This complaint is also reported under medwatch MFR # 1056600-2009-00130 for the provue ((B)(4)). (B)(4).

Event description:
The customer initially reported that two pts with a previous history of being group ab positive failed to react in the anti-a microtube of the mts a/b/d monoclonal and reverse grouping card lot # (B)(4) on the provue. The samples reacted weakly positive in manual gel test and a 4+ reactivity in tube method. Incident occurred on (B)(6) 2009. On (B)(6) 2009, the field engineer arrived at the site, performed repairs to the instrument and additional testing was performed on the provue and in manual gel using the same lots of gel cards. Although qc testing passed, the sample reacted negative on both the provue and in manual gel test. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.